Event description:
The user facility reported that a physician conducted an angiography procedure on (B)(6) 2013 and found polyurethane-like foreign matter in the patient's body. The following information was provided by the user facility: the physician conducted a bile duct drainage procedure on (B)(6) 2013 using a radifocus guidewire m in combination with a metal needle; subsequently, during the angiography procedure on (B)(6) 2013 an approximately 3-5 cm piece of foreign material was found in the patient's body; the physician assumes the foreign matter is from the (B)(6) 2013 procedure; the foreign matter remains in the patient's body; the patient is under observation; and the angiography procedure was completed successfully.

Manufacturer narrative:
Based on the user facility information, non-resorbable material was left un-retrieved in the patient's body. The involved device is not available for evaluation and the lot number is not known. Therefore, the failure investigation was based on assessment of user facility information and a representative sample from current production. Inspection and testing of the sample from the current production run confirmed that there were no defects or anomalies and product performance specifications were met. Although the cause for the reported event cannot be definitively determined based upon the information available, user facility information suggests that the likely cause of the event was the use of a metal introducer needle in combination with the guidewire. The device labeling does address the potential for damage or separation of the polyurethane coating of the glidewire under certain conditions. Specific statements in the warnings / precautions section include: "do not manipulate or withdraw the guide wire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval" and "do not use the guide wire m with devices which contain metal part such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).